Event description:
High pacing impedance of 2224 ohms and oversensing were reported. The lead was replaced. No patient complications have been reported as a result of this event. It was reported by the patient's wife that the lead fractured.